Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a distal gastrectomy, when connecting the reload, the knife cover of the reload rose and the stapler could not be integrated. The reload was not fired. Another reload was used to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.